Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized between (B)(6) 2017. The cause of death was pneumonia. The caller stated that the customer had cirrhosis and needed a liver transplant. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer's blood glucose went up when they used the pump while at the hospital. The caller also stated that in the past, the customer was hospitalized several times due to very high blood glucose levels and would end up being taken off the pump. The caller agreed to return the insulin pump for analysis.